Event description:
It was reported that the compressor did not start due to blown mains fuse. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with the compressor was confirmed during evaluation of the provided problem description and service report. Our fse (field service engineer) was on-site to investigate the issue further and found out that the compressor's motor condenser was defective and required replacement. After replacement the compressor started to work properly. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).